Event description:
Complaint submitted via medwatch report. It was reported that the procedure was being performed on a (B)(6) female pt. A triple-lumen 7fr catheter was placed for a right atrial ablation. When the triple lumen catheter was removed, the end of the catheter was jagged and not intact. The catheter tip was found by x-ray in the vasculature of the pt's right lung. Follow up info received on (B)(4) 2012 from the risk manager states the tip was removed from the pt's right lung by interventional radiology. They were able to go through the pt's groin for the retrieval. There were no pt complication or adverse effects reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.